Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section which state: -inspection of the endoscope -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿dry glue inside instrument channel¿ was confirmed. The following findings were noted during device evaluation: adhesive on bending section is detached, due to wear of angle wire, bending angle in up direction does not meet specifications, due to adhesive peeling on the bending section, insulation resistance value at distal end does not meet specifications, there was some dried glue inside instrument channel. This endoscope is not being used for other procedures with this adhesive clogged. From the event description, it is determined that this adhesive was used in a procedure and that this endoscope has not been used since then. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that on the evis exera gastrointestinal videoscope found dry glue inside instrument channel during preparation for use. During the final stage of a case, the glue was injected to stop bleeding until the case was finished successfully. The scope was reprocessed as standard usual procedure. Upon inspection and evaluation, device is dirty, bending section and plastic distal end cover are dirty. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.